Event description:
Patient disconnected sequential compression device (scd) as well as the suction to his chest tube water seal drainage to go to the bathroom. Upon return to the bedside, the patient connected the scd device in error to the chest tube water seal drainage device. The scd alarm immediately alerted the nurse to the misconnection. The m.d. Was notified & a chest x-ray (cxr) was done with no apparent harm to the patient.